Event description:
The customer contact reported that during testing a s233 (overtemperature-psc) malfunction alarm code was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.